Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) conductor wire was damaged. The customer used a backup fbf instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: it was confirmed that the conductor wire insulation was stripped. There was no loss of cautery or any sign of thermal damage. There was no fragment falling into the patient¿s anatomy. The procedure was not delayed.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire insulation at the yaw pulley. A visual inspection found the wire to be exposed. The instrument grips were manually manipulated, the instrument passed the electrical continuity test. The instrument delivered energy without any signs of arcing. There were no signs of thermal damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.